Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the reported problem of poor mechanical connection could not be replicated in bench testing. Analysis of the controller revealed that the device failed to meet specifications; the unit passed functional testing but failed visual examination. The rubber cap was missing on the serial port of the controller. This is considered an incidental finding and not related to the reported event. A root cause could not be established; the controller was able to recognize power sources attached to power port 2. Heartware has opened an internal investigation to address this issue. Log file analysis showed multiple premature battery switching events and a vad stopped alarm in the days surrounding the reported event. The most likely root cause of the premature power switching events can be attributed to a communication error between the controller and batteries. This is considered an incidental finding and not related to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that the "patient came to clinic complaining that port number 2 on controller was not recognizing power source". Clinic states they sent in "log files and that manufacturer representative verified issue and suggested controller exchange". No additional information provided. Investigation is ongoing.